Manufacturer narrative:
(B)(4), date sent: 3/22/2021. Additional information was requested, and the following was obtained: what degree burn did the patient suffer from (1st degree burn, 2nd degree burn, or 3rd degree burn)? 2nd degree burn. What medical intervention was used to treat the burn? (Such as salve or stitches) salve. Are there any anticipated long-term effects from the burn? Yes, the patient stay was longer in the hospital due to this burn. What is the current status of the patient? The patient is cured and the patient is discharged. How was the patient positioned? Lateral position. How was the room set up to include patient set up and where was the pad in relation to the patient? The room was set as per the orthopedic procedure for the patient and the patient was not in direct contact with the pad. Was there anything between the patient and the pad? Yes, they have kept an absorbing sheet. Was the pad rinsed and let dry before used on this surgical procedure? Yes. How was pad cleaned? Yes. What endo factor was used? Demonstrated all safety feature by sotm technique to show the safety feature. Does the surgeon believe there is there an alleged deficiency to the pad that led to patient burn and if so why? Yes, because surgeon has the perception that there was no other reason behind this event. What generator was used and what were the settings? Megn1 (megadyne golden gate). Is there any physical damage to the pad? No. How long was the procedure? 2.5 hr. Were there any blisters on the patient? Yes.

Manufacturer narrative:
(B)(4). Date sent: 1/28/2021. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photo was provided for review by ethicon medical safety officer. Following are their observations: a single photo is submitted for evaluation. According to the complaint description, the photo represents right side of hip area taken at unknown date post initial operation. The photo shows a large area of skin burn injury with a major portion covered by charred skin surface. There is also evidence of skin blisters bursting and skin peeling off in the burn area. No swollen or infection is seen. The photo appearance is most likely representing a second degree of skin burn injury during its healing stage. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what degree burn did the patient suffer from (1st degree burn, 2nd degree burn, or 3rd degree burn)? What medical intervention was used to treat the burn? (Such as salve or stitches) are there any anticipated long-term effects from the burn? What is the current status of the patient? How was the patient positioned? How was the room set up to include patient set up and where was the pad in relation to the patient? Was there anything between patient and the pad? Was the pad rinsed and let dry before it on this surgical procedure? How was pad cleaned? What endo factor was used? Does the surgeon believe there is there an alleged deficiency to the pad that led to patient burn and if so why? What generator was used and what were the settings? Is there any physical damage to the pad? How long was the procedure? Were there any blisters on the patient?

Event description:
It was reported that during an unknown procedure, a burn occurred on the right side of the hip to an old aged female patient in the left femur fracture case. The surgeon believes that burn has occurred during surgery. Surgeon came to know about the burn post-surgery in ward. The patient's consequences were inflammation and infection.